Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
A healthcare professional via a manufacturer representative reported a consumer underwent surgery for replacement of the implantable neurostimulator (ins) because the battery was end of life. When the new ins was connected to the electrode in place, the impedance was upper than 4000. The surgeon decided to change the electrode, but it was impossible to disconnect the old electrode from the new ins. All devices were explanted. Then the surgeon decided to switch for a test of therapy and had just implanted a new electrode. It was noted that no diagnostics were done and the doctor could have been a factor to have led to or contributed to the event. The issue was noted as resolved. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported there were no injuries and after investigation, there was no further information to provide.